Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a motor error alarm. Customer was able to complete the rewind process and then it gives again a rewind. Customer reported the drive support cap appears normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.